Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to approximately 54 mg/dl. The customer went to the emergency room and was treated with carbohydrates and intravenous fluids of saline to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.